Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 complaint remediation. The device was returned and investigated; however, no problem was found. The reported occlusion failure could not be confirmed, and the probable cause remains undetermined. Reference to complaint # (B)(4).

Event description:
It was reported to intuvie that during an infusion the pump did not alarm when the clamp was clamped throughout the entire one-hour infusion. The infusion proceeded normally once the clamp was released. No patient harm was reported.

Manufacturer narrative:
It was reported to intuvie that the pump did not alarm during a 1-hour infusion despite a clamp being applied. Initial investigation revealed that the pump passed 8 psi and 30 psi occlusion tests, at 3 psi and 22 psi, respectively. A review of the serial number history found no similar complaints for this device. Follow-up with the customer is underway to confirm whether the clamp was applied upstream or downstream of the pump. Additional testing will be conducted to replicate the reported issue. The investigation is ongoing. Reference to complaint # (B)(4).